Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision procedure because the tubing had eroded through the patient's scrotum and discharge was visible. There were no device issues noted. The device was removed and replaced. There were no additional patient complications.